Event description:
Pt with asthma and an allergy to chickens and feathers who rec'd treatment with hyalgan passed out, developed hives, pain in left knee, worsened episodes of breathing difficulties, and swelling of left knee. The pt began treatment with synvisc (hylan g-f-20) in 2004 or 2005. They passed out while driving on their way home after the injection. The police found pt and called their spouse. In 2005 pt experienced hives and went to the e.r. They stated that hylan g-f-20. Did not work and they had more swelling and pain after the injection. Since the shot they have had more and worse episodes of breathing difficulties. They were more sensitive to chicken meat and peeling eggs gave them a rash. They have had a blood test nos which showed their immune system was five times greater. They were more sensitive to more things and had to use their inhaler more often. At the time of reproting the pt's outcome was unknown. Add'l info was rec'd from a physician and forwarded via fax in 08/2005; a physician reported that the consumer rec'd hyalgan, not hylan g-f 20. No further details available. Add'l info will be provided when available.